Event description:
Customer reported the cvsm was not charging. Upon inspection of the device, it caught fire at the product service repair bench. It was stated that the device was set upright on the table; the ac power cord was connected to it and the mini-usb communications cable connected to the pc was plugged into the device, point at which the device emitted a loud buzzing noise and caught fire internally at that usb port. There was no injury or adverse event reported.

Manufacturer narrative:
The connex vsm 6000 series of monitors is intended to be used by clinicians and medically qualified personnel for monitoring of neonatal, pediatric, and adult patients for noninvasive blood pressure (nibp). Pulse rate (pr) nr. Noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2). Body temperature in normal and axillary modes. The most likely locations for patients to be monitored are general medical and surgical floors, general hospital, and alternate care environments. Monitoring can be accomplished on the vsm 6000 series bedside monitor itself, and the vsm 6000 series bedside monitor also can transmit data continuously for secondary remote viewing and alarming (e.g., at a central station). Secondary remote viewing and alarming features are intended to supplement and not replace any patient bedside monitoring procedures. Investigation indicated that the device met all functionality and safety tests performed on the date of manufacture and that the device has not been returned to baxter for service since its date of manufacture. Testing at baxter per dir 70026558 would have identified a failing test on the originally manufactured cvsm and did subsequently fail testing on the returned back housing. Sales history was checked and no back panel service kits were sold to this customer directly from baxter. The customer confirmed that they installed a rear housing service kit into the device that was ordered from a third party who sells refurbished and aftermarket rear housing service kits, these kits are not restored or provided by baxter. There are warnings in the IFU (dir 80029736 rev c) on the use of unapproved accessories. Investigation indicated that there was no evidence of a product issue. The user did not follow instructions and/or labeling by using third party product parts.

Event description:
Customer reported the cvsm was not charging. Upon inspection of the device, it caught fire at the product service repair bench. It was stated that the device was set upright on the table; the ac power cord was connected to it and the mini-usb communications cable connected to the pc was plugged into the device, point at which the device emitted a loud buzzing noise and caught fire internally at that usb port. There was no injury or adverse event reported.

Manufacturer narrative:
Device investigation by baxter is still pending, a supplemental report will be submitted upon completion of the investigation